Manufacturer narrative:
B3. Reported information indicates that the event occurred approximately 2 weeks prior to the surgery. Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Visual examination of the pump found that the tubing had been cut down to the pump block, but the pump passed the leak testing and functional testing performed. The tubing was not returned for analysis. The cylinders and reservoir did not show any signs of abnormalities. Both components passed the leak testing, and the cylinders performed within product specifications for the functional testing. Based on the information available, the reported allegations could not be confirmed; therefore, a conclusion of cause not established was chosen.

Event description:
It was reported that the patient went to the hospital because an inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a crack in the pump connecting tube was confirmed. The components were removed and replaced. No patient complications were reported.

Manufacturer narrative:
B3. Reported information indicates that the event occurred approximately 2 weeks prior to the surgery. Exact event date is unknown.

Event description:
It was reported that the patient went to the hospital because an inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a replacement surgery was performed and a crack in the pump connecting tube was confirmed. The components were removed and replaced. No patient complications were reported.